Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the cuff prior to use on a patient, the cuff did not inflate. There was no patient involvement.

Manufacturer narrative:
Additional information: (UDI), (name,email), (phone#). Evaluation summary the sample was received for evaluation and the reported event of the spring being lose and could not pick readings was confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed and it was observed that the cuff could be inflated and deflated, the sample was left inflated for 2 hours according to process instruction with no deflation observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.